Manufacturer narrative:
The hakim valve (ID ns9001) was returned for evaluation. Failure analysis - the catheter was visually inspected; no defects were noted. The catheter was irrigated, no occlusions were noted. Root cause analysis ¿ no root cause could be determined as the technician could not confirm any problem with the catheter at the time of investigation. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the catheter, at the time of investigation no function issues were noted.

Event description:
This is 2 of 2 reports linked to mfg report numbers: 013886523-2023-00375. A facility reported a certas valve (ID 828806) and a hakim ventricular catheter (ns9001) were implanted on unknown date with unknown setting. Blood was seen inside the valve; therefore the valve was explanted and replaced and catheter was explanted due to suspicion of obstruction. Based on information provided, it is unknown, if the patient experienced any signs and symptoms due to valve failure.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.